Event description:
It was reported that the right ventricular lead impedance had gradually increased. It was noted that the patient had a fall around the time the increase began. The patient was brought into clinic and high capture threshold was noted. Lead replacement was discussed. No patient symptoms were reported.

Event description:
New information available on (b)4) 2018 states that, the lead was capped and replaced on (B)(6) 2018. The patient condition after the procedure was stable.